Manufacturer narrative:
An event of explant due to calcification and a tear was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2017, a 25mm trifecta valve was implanted. On (B)(6) 2019, the valve was explanted due to calcification and a tear along the base of the right coronary cusp resulting in regurgitation. The valve was exchanged with a 23mm regent heart valve. Patient is reported to be in stable condition.